Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: event code "16" was displayed to the user at 02:16am on 26 september 2020 together with the following associated messaging: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 7." The "factory 4hr xylene standard" protocol comprising three (3) cassettes was started in retort a at 02:16am on 26 september 2020, and completed at 06:15am on 26 september 2020. Event code "18" was displayed to the user at 12:43:20am on (B)(6) 2020 when an attempt was made to schedule a protocol in retort b. The following associated messaging was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 7." Bottle 7 (ethanol) was not in contact with the corresponding sensor for five (5) seconds from 12:44:35pm on 26 september 2020, which is not sufficient time to replace the reagent. The station properties were reset at 12:44:52pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 7 prior to these user actions were: ethanol concentration=75.1%, cycle=101, cassettes= 6580 and days=36. Following the incorrect user action at 12:44:52pm on (B)(6) 2020, the reagent in bottle 7 (ethanol) was used for the final dehydration step in 10 protocols comprising a total of 784 cassettes, which either started or completed between 12:46pm on (B)(6) 2020. The station properties for bottles 1 (formalin),2 (formalin), 3 (70% ethanol), 4 (70% ethanol), 5 (ethanol), 6 (ethanol), 7 (ethanol), 8 (ethanol), 9 (ethanol), 10 (ethanol), 11 (xylene), 12 (xylene), 13 (xylene),14 (xylene), 15 (cleaning xylene), and 16 (cleaning ethanol) together with the wax in wax bath 2 were reset between 16:51pm on 30 september 2020 and 01 october 2020, which was following completion of the protocols from which sub-optimal tissue processing reported by the complainant. There was no evidence of any use error(s) when replacing these reagents. Although the user affirmed in the instrument software that the ethanol concentration in bottle 7 (ethanol) was to be set to the default value of 100% at 12:44:52pm on 26 september 2020, the actual ethanol concentration would have remained unchanged at 75.1% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group, or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 7 (ethanol) with an ethanol concentration of 75.1% was used for the final dehydration step of the 10 protocols, which either started or completed between 12:46pm on 26 september 2020 and 13:38pm on 30 september 2020. The minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 12:44:52pm on (B)(6) 2020. The facts indicate that when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded were displayed, a user did not complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number: (B)(4), and the following information was documented: "customer reporting in past several days runs on peloris, at ;[sic] least two runs. Tissue is crunchy. Nothing reprocessed all cases diagnosed. During multiple runs bottles randomly are pushed out, many lab techs in lab pushing bottles back into unit, and resetting bottles, but no one logging that they are doing this. Lab manager had changed all reagents on this unit since last run, they are currently not using the instrument." On 02 october 2020, the local leica senior applications specialist-trainer received information that all cases involved in this event were diagnosable. On 06 october 2020, the assigned leica application specialist - core histology (fss) contacted the complainant by telephone and documented: customer reported problem began sometime around (B)(6) 2020. Spoke with customer- problem seems to be resolved, all reagents replaced (95% used for initial setup). Recommended running test run to ensure problem was resolved. Customer informed me test run completed, and tissue looked great on (B)(6) 2020 at 7:42 pm. Customer also reported random bottles popping out during runs in the same time frame of the sub-optimal tissue events. This has not occurred since replacing reagents on (B)(6) 2020. On (B)(6) 2020, the fss histology visited the customer site in order to investigate the circumstances involved in this complaint, and to provide applications support. The fss documented the following observations: wax bath 1-4 clean, slightly overfilled, no water visible; reagent bottles 1, 2, 3, 4, 7, 8, 9, 10- clean, clear; reagent bottles 5 & 6- slight turbidity (formalin salt formation); reagent bottles 7 & 8- no seal in reagent cap; xylene bottles 11-14- clean, clear, no water visible; retort mostly clean, lls slightly hazy; condensate bottle empty. The fss instructed the complainant to clean the lls with 70% alcohol; reminded the complainant to fill the reagent bottle prior to the start of processing runs because event codes indicating insufficient reagent were found in the instrument logs, and advised the complainant, "to replace reagents correctly, only selecting 'changed' when the entire contents of the bottle are replaced with fresh reagent." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from multiple runs using the "4 hr and 8 hr xylene" protocols executed in either retort a and b between 26 september 2020 and 30 september 2020, when all the reagents on the instrument were replaced.